Manufacturer narrative:
Per the clinic, the patient was treated with IV and topical antibiotics (specific date and duration not reported). This report is submitted on may 28, 2024.

Manufacturer narrative:
This report is submitted on march 18, 2024.

Event description:
Per the clinic, the patient experienced recurring infections around abutment site. Additional information has been requested but it has not been made available as of the date of this report.